Event description:
Defibrillator charged but did not fire. Hands free paddles were applied and fired appropriately. One minute delay-no harm to patient. User error, attempted to shock with hands free button, should have used button on paddles. Defibrillator checked out and operated without problems.